Event description:
The customer observed an aberrant sodium result while using the architect c16000 process module. The customer provided the following results: sid (B)(6): initial 117 mmol/l, retest 136 mmol/l. No adverse impact to patient management was reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, evaluation of the instrument, a search for similar complaints, and a review of labeling. The abbott field service representative (fsr) inspected the instrument. The sodium discrepant result issue was resolved though the performance of a normal maintenance procedure and the ict module performance was acceptable after the bleaching procedure was performed. A complaint review did not identify an adverse trend or a product issue related to the customer's issue. Labeling was reviewed and found to be adequate. Based on the event details and evaluation, no product deficiency and no malfunction was identified with the architect c16000 process module, ln 03l77.